Event description:
A patient reported the programmer is not working, she then clarified the programmer does power on and connect to the implantable neurostimulator (ins), but she is not able to increase stimulation. The patient also noted leaking never helped with implant. The patient noted she stands and has leakage. The patient was able to use the programmer and verify stimulation was not on. The patient was able to turn stimulation back on and she states she feels stimulation strong and comfortable. The patient is currently set on 1.9. The patient noted a return of symptoms on (B)(6) and stated the frequency is usually controlled. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.